Event description:
This complaint was identified during an assessment / remediation as part of asd (B)(4) related to inratio complaints received at the alere (B)(4) intake site that were not appropriately documented in the electronic case record for processing and escalation for reportability determination. The available information is limited and no additional information is able to be obtained. On (B)(6) 2010, the patient's inratio inr result was 2.0. On (B)(6) 2011, the patient's inratio inr results were 5.4, 6.0, and 3.4 in comparison to the clinic method of 5.4. Vitamin k was administered. On (B)(6) 2011, the patient's inratio inr result was 1.3 and the laboratory inr result was 1.58. There is no information available to confirm a malfunction or that the device caused or contributed to the reported event. Based on the inability to rule out the possibility that the device may have caused or contributed to the medical intervention; this event is conservatively reported as a serious injury. A device deficiency cannot be substantiated. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.